Event description:
On 10/30/2023, it was reported by a sales representative via sems-06070551 that an ar-3210-0030 camera head's prism had become loose. This was discovered intra-op. The case was completed with another device with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (No problem found) the evaluation did not reveal any issues relevant to the reported event, "on 10/30/2023, it was reported by a sales representative via sems-06070551 that an ar-3210-0030 camera head's prism had become loose. This was discovered intra-op. The case was completed with another device with no patient harm.", due to device passing centration testing.